Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of did not clean the exchange area before starting peritoneal dialysis (pd) and peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began pd therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient did not clean the exchange area before starting pd. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was the patient did not clean the exchange area before starting pd. Treatment was not reported. Pd therapy was ongoing. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report the patient was recovering from the peritonitis. The outcome for the event of the exchange area was not cleaned before starting pd therapy was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique was confirmed, because it was reported that there was a breach in aseptic technique described as the patient did not clean the exchange area before starting pd therapy. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.